Event description:
Customer's mother gave him 100 units of insulin in error. The blood glucose reading was 450 mg/dl. When the customer arrive at the hospital the blood glucose reading was 150 mg/dl. His mother had treated him with manual injections. Diagnosed insulin overdose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.